Event description:
Additional information received reported that there were no device issues to the healthcare provider's (hcp's) knowledge.

Event description:
It was reported that the patient had magnetic resonance imaging (MRI) and it ¿shut the device off¿. The physician reportedly did not check to make sure the device was still functioning after the MRI, so the patient was not receiving his medication for a certain period of time after the MRI. The pump was subsequently replaced. The pump was being used to infuse an unknown medication, and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).